Event description:
The insant hot compress was activated and applied to infant's dorsum side of forearm to cause vasodilation to start an IV. A pink wipe was wrapped around compress between skin and compress. Within approx 20 secs, infant started screaming compress removed and 2nd degree burn present approx. 2"x5".